Event description:
After a second visit to emergency dept it was discovered that the pt's severe hypoxemia may be due to home equipment malfunctioning. Oxygen concentrator system had leaks and pt may not have received any supplemental o2. Alleged defective equipment removed from home by apria - contractor.